Manufacturer narrative:
Correction: manufacturer report 2938836-2014-18550, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
Please note: this record is being created in order to comply with an FDA request to submit a supplemental MDR to include the words lithium cluster in the manufacturer¿s narrative. No additional rrds are required for us or ous teammates. No notifications are required and fields that auto-trigger notifications will not be populated intentionally. The details and decisions made that are recorded in the original complaint file remain intact and unchanged. The initial event for this complaint was previously reported under legacy ID (B)(4).